Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto restart. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the failure to auto restart. Eval confirmed and reproduced the symptom. The condition was caused by a failed downstream sensor. The downstream sensor was replaced.